Event description:
A caller reported an alarm related to an occlusion event, which caused the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor reading ¿high.¿ the customer addressed the high blood glucose level by administering a correction injection using multiple daily injections and did not require third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin, experiencing recurrent occlusion events but opted not to seek further assistance. No additional actions were taken, and the case was closed by technical support.